Manufacturer narrative:
Correction: upon further review it was noticed that the codes were inadvertently not updated. The codes are now updated from pt-treatment not required / not reported (2199) to pt-removal and replacement (4631). Section b5: it was reported that the preloaded intraocular lens(iol) was cracked. From additional information it was learnt that the optic of the lens was cracked. The issue was noticed after implantation of the lens. The lens was explanted and replaced with the same model and same diopter lens in the same procedure. No other information is available. Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 2/3/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the plunger rod was completely retracted with viscoelastic residue observed distributed through the length of the cartridge. The cartridge tip showed a stress mark however the stress mark was in specification for a used device. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no issues or resistance. No lens was received for evaluation. No further evaluation was performed. Conclusion: the complaint issue lens damaged could not be confirmed during product evaluation as no lens was received, and no issues were identified. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens(iol) was cracked. From additional information it was learnt that the optic of the lens was cracked. The issue was noticed after implantation of the lens. The lens was explanted and replaced with the same model and same diopter lens in the same procedure. No other information is available.

Event description:
It was reported that the preloaded intraocular lens(iol) was opened and not used because the optic of the lens was cracked. This was noticed after implantation. No other information is available.

Manufacturer narrative:
Section a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.